Manufacturer narrative:
Follow-up report includes additional device evaluation information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that on (B)(6) 2020, clinicians were unable to deliver a 3rd shock during a patient event. An ECG malfunction error was observed. The involved patient was a 70 year old female with a history of heart disease who was in cardiac arrest. The involved patient died. The customer could not definitively say that the device behavior impacted the patient outcome. The patient was reported to be in unstable condition prior to the cardiac arrest. The physicians delivered two shocks to the patient. When attempting to deliver the 3rd shock, they observed what they reported as an ECG malfunction error. They could not deliver the 3rd shock. The clinical staff retrieved a second defibrillator to treat the patient. When they began using the second defibrillator, the patient rhythm was reported to be asystole. Two shocks were delivered with the second defibrillator. There was an approximately 7 minute delay in retrieving the second defibrillator. No strips were available from the second defibrillator for review by philips. The clinical event file and ECG waveforms from this event were reviewed and showed that on (B)(6) 2020 the device was powered on at 11:00:43 a.m. The initial patient rhythm was vfib. The first shock attempted and delivered to the patient via external paddles was at 11:29:54 (29:11 minutes into the event). A second shock was delivered at 11:31:55 (2:01 minutes later). Neither of these shocks converted the patient rhythm. At 11:34:07 the files show an ¿equipment disabled: therapy¿ message. The event file also showed the following: almost 29 minutes of vf before a shock was attempted. During that time the device was in monitor mode, not manual therapy mode. / several alarms for life-threatening dysrhythmias, spo2 non-pulsatile, spo2 desaturation during this time. / when ECG was fine vf, artifact 1 second in duration and occurring every 4 seconds was observed; this may represent an external device such as a ventilator. / equipment disabled message at 33:24 elapsed time (et), external paddles on at 35:20 -35:31 et. / device off at 35:46 et. Over two minutes elapsed from when device disabled message until clinicians discontinued trying to use device. When the first defibrillator did not deliver the 3rd shock, the clinical staff requested that their biomedical engineer perform an opcheck. The device initially failed the opcheck for the ECG test because the biomedical engineer did not have the ECG leads connected to the device when the opcheck was performed. The biomed then connected the ECG cable, ran the opcheck again and the test passed. This failed ECG test during opcheck was a user issue that was resolved and is not related to the failure that occurred during the patient event. A philips field service engineer (fse) went on site to evaluate the involved device. When the fse performed the opcheck the device passed all testing, including testing of the external paddles. The fse identified a "therapy disabled - please run opcheck" message that occurred right before the physicians attempted to deliver the 3rd shock (at 11:34). The device hardware log for (B)(6)2020 11:34 showed a "(10:23) pads/paddles current source". The heartstart xl+ service manual (ed.3, chapter 3 "troubleshooting", table 18 ECG diagnostic with the hardware error log) identifies error code ¿10:23¿ as a ¿pads/paddles current source error detected¿ for which replacement of the therapy pca is recommended. Based on the service manual guidance, the philips product support engineer (pse) has recommended replacement of the therapy pca. One therapy pca was returned for failure analysis. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Additional testing was performed in an effort to reproduce the condition that was associated with this event. Over 100 shocks of various settings were performed on the test bench and ECG output monitored for errors (over 24 hours) and there were no errors produced. There was no fault found with this therapy pca. The reported symptom is the result of a malfunction of the therapy pca. It is not related to any field corrective action. The philips fse has ordered a replacement therapy pca to resolve this issue. The device remains at the customer site and when the fse receives the therapy pca, it will be placed into this device, on-site, to resolve the reported issue. The customer could not definitively say that the device behavior impacted the patient outcome. However, of note is the nearly 29 minutes where the patient was in ventricular fibrillation as monitored by the xl+ defibrillator. During this time, there were alarms for life-threatening dysrhythmias, spo2 non-pulsatile, and the desaturation of spo2 with no attempts by the users to deliver therapy.

Event description:
A customer reported that on (B)(6) 2020, clinicians were unable to deliver a 3rd shock during a patient event. An ECG malfunction error was observed. The involved patient was a 70 year old female with a history of heart disease who was in cardiac arrest. The involved patient died. The customer could not definitively say that the device behavior impacted the patient outcome. The patient was reported to be in unstable condition prior to the cardiac arrest. The physicians delivered two shocks to the patient. When attempting to deliver the 3rd shock, they observed what they reported as an ECG malfunction error. They could not deliver the 3rd shock. The clinical staff retrieved a second defibrillator to treat the patient. When they began using the second defibrillator, the patient rhythm was reported to be asystole. Two shocks were delivered with the second defibrillator. There was an approximately 7 minute delay in retrieving the second defibrillator. No strips were available from the second defibrillator for review by philips. The clinical event file and ECG waveforms from this event were reviewed and showed that on (B)(6) 2020 the device was powered on at 11:00:43 a.m. The initial patient rhythm was vfib. The first shock attempted and delivered to the patient via external paddles was at 11:29:54 (29:11 minutes into the event). A second shock was delivered at 11:31:55 (2:01 minutes later). Neither of these shocks converted the patient rhythm. At 11:34:07 the files show an ¿equipment disabled: therapy¿ message. The event file also showed the following: almost 29 minutes of vf before a shock was attempted. During that time the device was in monitor mode, not manual therapy mode. / several alarms for life-threatening dysrhythmias, spo2 non-pulsatile, spo2 desaturation during this time. / when ECG was fine vf, artifact 1 second in duration and occurring every 4 seconds was observed; this may represent an external device such as a ventilator. / equipment disabled message at 33:24 elapsed time (et), external paddles on at 35:20 -35:31 et. / device off at 35:46 et. Over two minutes elapsed from when device disabled message until clinicians discontinued trying to use device. When the first defibrillator did not deliver the 3rd shock, the clinical staff requested that their biomedical engineer perform an opcheck. The device initially failed the opcheck for the ECG test because the biomedical engineer did not have the ECG leads connected to the device when the opcheck was performed. The biomed then connected the ECG cable, ran the opcheck again and the test passed. This failed ECG test during opcheck was a user issue that was resolved and is not related to the failure that occurred during the patient event. A philips field service engineer (fse) went on site to evaluate the involved device. When the fse performed the opcheck the device passed all testing, including testing of the external paddles. The fse identified a "therapy disabled - please run opcheck" message that occurred right before the physicians attempted to deliver the 3rd shock (at 11:34). The device hardware log for (B)(6) 2020 11:34 showed a "(10:23) pads/paddles current source". The heartstart xl+ service manual (ed.3, chapter 3 "troubleshooting", table 18 ECG diagnostic with the hardware error log) identifies error code ¿10:23¿ as a ¿pads/paddles current source error detected¿ for which replacement of the therapy pca is recommended. Based on the service manual guidance, the philips product support engineer (pse) has recommended replacement of the therapy pca. Conclusion: the reported symptom is the result of a malfunction of the therapy pca. It is not related to any field corrective action. The philips fse has ordered a replacement therapy pca to resolve this issue. The device remains at the customer site and when the fse receives the therapy pca, it will be placed into this device, on-site, to resolve the reported issue. The customer could not definitively say that the device behavior impacted the patient outcome. However, of note is the nearly 29 minutes where the patient was in ventricular fibrillation as monitored by the xl+ defibrillator. During this time, there were alarms for life-threatening dysrhythmias, spo2 non-pulsatile, and the desaturation of spo2 with no attempts by the users to deliver therapy.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that on (B)(6) 2020, clinicians were unable to deliver a 3rd shock during a patient event. An ECG malfunction error was observed. The involved patient was a 70 year old female with a history of heart disease who was in cardiac arrest. The customer reported that the patient died. The customer believes that the device behavior may have contributed to the patient outcome. The patient was reported to be in unstable condition prior to the cardiac arrest. The physicians delivered two shocks to the patient. When attempting to deliver the 3rd shock, they observed what they reported as an ECG malfunction error. They could not deliver the 3rd shock. The clinical staff retrieved a second defibrillator to treat the patient. When they began using the second defibrillator, the patient rhythm was reported to be asystole. Two shocks were delivered with the second defibrillator. There was an approximately 7 minute delay in retrieving the second defibrillator. No strips were available from the second defibrillator for review by philips. The clinical event file and ECG waveforms from this event were reviewed and showed that on (B)(6) 2020 the device was powered on at 11:00:43 a.m. The initial patient rhythm was vfib. The first shock attempted and delivered to the patient via external paddles was at 11:29:54 (29:11 minutes into the event). A second shock was delivered at 11:31:55 (2:01 minutes later). Neither of these shocks converted the patient rhythm. At 11:34:07 the files show an ¿equipment disabled: therapy¿ message. The event file also showed the following: almost 29 minutes of vf before a shock was attempted. During that time the device was in monitor mode, not manual therapy mode. / several alarms for life-threatening dysrhythmias, spo2 non-pulsatile, spo2 desaturation during this time. / when ECG was fine vf, artifact 1 second in duration and occurring every 4 seconds was observed; this may represent an external device such as a ventilator. / equipment disabled message at 33:24 elapsed time (et), external paddles on at 35:20 -35:31 et. / device off at 35:46 et. Over two minutes elapsed from when device disabled message until clinicians discontinued trying to use device. When the first defibrillator did not deliver the 3rd shock, the clinical staff requested that their biomedical engineer perform an opcheck. The device initially failed the opcheck for the ECG test because the biomedical engineer did not have the ECG leads connected to the device when the opcheck was performed. The biomed then connected the ECG cable, ran the opcheck again and the test passed. This failed ECG test during opcheck was a user issue that was resolved and is not related to the failure that occurred during the patient event. A philips field service engineer (fse) went on site to evaluate the involved device. When the fse performed the opcheck the device passed all testing, including testing of the external paddles. The fse identified a "therapy disabled - please run opcheck" message that occurred right before the physicians attempted to deliver the 3rd shock (at 11:34). The device hardware log for 16 mar 2020 11:34 showed a "(10:23) pads/paddles current source". The heartstart xl+ service manual (ed.3, chapter 3 "troubleshooting", table 18 ECG diagnostic with the hardware error log) identifies error code ¿10:23¿ as a ¿pads/paddles current source error detected¿ for which replacement of the therapy pca is recommended. Based on the service manual guidance, the philips product support engineer (pse) has recommended replacement of the therapy pca. The reported symptom is the result of a malfunction of the therapy pca. It is not related to any field corrective action. The philips fse has ordered a replacement therapy pca to resolve this issue. The device remains at the customer site and when the fse receives the therapy pca, it will be placed into this device to resolve the reported issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested, not available.

Event description:
A customer reported that during a third shock attempt the device had an ECG malfunction error. The customer reported that the patient died. Additional information has been requested from the customer.

Manufacturer narrative:
Correction: the aware date has been updated from (B)(6) 2020 to (B)(6) 2020.

Manufacturer narrative:
Updated for failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that on (B)(6) 2020, clinicians were unable to deliver a 3rd shock during a patient event. An ECG malfunction error was observed. The involved patient was a 70 year old female with a history of heart disease who was in cardiac arrest. The involved patient died. The customer could not definitively say that the device behavior impacted the patient outcome. The patient was reported to be in unstable condition prior to the cardiac arrest. The physicians delivered two shocks to the patient. When attempting to deliver the 3rd shock, they observed what they reported as an ECG malfunction error. They could not deliver the 3rd shock. The clinical staff retrieved a second defibrillator to treat the patient. When they began using the second defibrillator, the patient rhythm was reported to be asystole. Two shocks were delivered with the second defibrillator. There was an approximately 7 minute delay in retrieving the second defibrillator. No strips were available from the second defibrillator for review by philips. The clinical event file and ECG waveforms from this event were reviewed and showed that on (B)(6) 2020 the device was powered on at 11:00:43 a.m. The initial patient rhythm was vfib. The first shock attempted and delivered to the patient via external paddles was at 11:29:54 (29:11 minutes into the event). A second shock was delivered at 11:31:55 (2:01 minutes later). Neither of these shocks converted the patient rhythm. At 11:34:07 the files show an ¿equipment disabled: therapy¿ message. The event file also showed the following: almost 29 minutes of vf before a shock was attempted. During that time the device was in monitor mode, not manual therapy mode. Several alarms for life-threatening dysrhythmias, spo2 non-pulsatile, spo2 desaturation during this time. When ECG was fine vf, artifact 1 second in duration and occurring every 4 seconds was observed; this may represent an external device such as a ventilator. Equipment disabled message at 33:24 elapsed time (et), external paddles on at 35:20 -35:31 et. Device off at 35:46 et. Over two minutes elapsed from when device disabled message until clinicians discontinued trying to use device. When the first defibrillator did not deliver the 3rd shock, the clinical staff requested that their biomedical engineer perform an opcheck. The device initially failed the opcheck for the ECG test because the biomedical engineer did not have the ECG leads connected to the device when the opcheck was performed. The biomed then connected the ECG cable, ran the opcheck again and the test passed. This failed ECG test during opcheck was a user issue that was resolved and is not related to the failure that occurred during the patient event. A philips field service engineer (fse) went on site to evaluate the involved device. When the fse performed the opcheck the device passed all testing, including testing of the external paddles. The fse identified a "therapy disabled - please run opcheck" message that occurred right before the physicians attempted to deliver the 3rd shock (at 11:34). The device hardware log for on (B)(6) 2020 11:34 showed a "(10:23) pads / paddles current source". The heartstart xl+ service manual (ed.3, chapter 3 "troubleshooting", table 18 ECG diagnostic with the hardware error log) identifies error code ¿10:23¿ as a ¿pads / paddles current source error detected¿ for which replacement of the therapy pca is recommended. Based on the service manual guidance, the philips product support engineer (pse) has recommended replacement of the therapy pca. One therapy pca was returned for failure analysis. The therapy pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Additional testing was performed in an effort to reproduce the condition that was associated with this event. Over 100 shocks of various settings were performed on the test bench and ECG output monitored for errors (over 24 hours) and there were no errors produced. There was no fault found with this therapy pca. The reported symptom is the result of a malfunction of the therapy pca. It is not related to any field corrective action. The philips fse has ordered a replacement therapy pca to resolve this issue. The device remains at the customer site and when the fse receives the therapy pca, it will be placed into this device, on-site, to resolve the reported issue. The customer could not definitively say that the device behavior impacted the patient outcome. However, of note is the nearly 29 minutes where the patient was in ventricular fibrillation as monitored by the xl+ defibrillator. During this time, there were alarms for life-threatening dysrhythmias, spo2 non-pulsatile, and the desaturation of spo2 with no attempts by the users to deliver therapy. The 10:23 error is associated with electrical interference in proximity to the defibrillator while it is being used. Therapy pca replacement is recommended for this error code. The fse replaced the therapy pca. The involved therapy pca was returned to philips for analysis and passed all testing. Philips did not receive information about the equipment that was in the proximity of the defibrillator during treatment of the patient. However, philips believes that an interference source could have resulted in the observed device behavior. The device remains with the customer.

Manufacturer narrative:
A final report will be submitted upon completion of the investigation.

Event description:
A customer reported that on (B)(6)2020, clinicians were unable to deliver a 3rd shock during a patient event. An ECG malfunction error was observed. The customer reported that the patient died. The event file and waveforms from this event were reviewed and showed that on (B)(6)2020 the device was powered on into the manual mode. The patient rhythm was vfib. The user delivered two shocks via external paddles at 11:29:54 a.m. And 11:31:55 a.m. Respectively. At 11:34:07 there was a ¿equipment disabled: therapy¿ message. A field service engineer (fse) went on site to evaluate the device. The fse confirmed the device passed opchecks and the reported issue was not reproduced. Device logs were retrieved and forwarded to a philips product support engineer for review. There was a (10:23) error in the hw log while in clinical mode, occurring at 11:34:06 am on (B)(6)2020. The heartstart xl+ service manual recommends replacement of the therapy pca for this error. Based on the service manual guidance, the pse has recommended replacement of the therapy pca. Philips has requested additional information, including how the device behavior may have impacted the patient outcome. We are continuing out attempts to retrieve the remaining necessary information.